Event description:
During routine inspection rptr found mercury spills in the 3 amalgamators and the cabinets housing them. The amalgam (item 1), is the primary source. Probable cause: faulty seal on capsule mercury escaping from the capsule during trituration. Action taken: suspended use. Bioenvironmental engineering notified. Biomed arrived and examined amalgamators. Used mercury sniffer to determine amount of vapors. Found to be above the acceptable limit of 50. Bio then cleaned the units. Rptr had testing of personnel through 24 hr urine samples (results pending). These add'l 1000 capsules were and still are suspended until the investigation is complete.